Event description:
It was reported that on (B)(6) 2012, eight days after implant, the pt was treated with antibiotics (type unk) due to bleeding from the ear. In (B)(6) 2012, the pt experienced a perforated ear drum and a tympanoplasty with a butterfly graft was performed. Eight days later there was bleeding from the ear. The pt was treated with antibiotics (type unk) for three weeks. In (B)(6) 2012, the pt had pyogenic granuloma. The granuloma was removed on two occasions early and mid (B)(6) 2012. On (B)(6) 2012, pus was removed from the pt's ear. The pt is being monitored.